Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted. Without the return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review cannot be done because the serial number was not made available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis. The clinical statement cannot be confirmed and the root cause for the degeneration of this device remains indeterminable; however, patient factors and progression of underlying disease process may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards was notification that a patient with a 27mm bioprosthetic mitral valve underwent a valve-in-valve procedure with a 29mm transcatheter boiprosthetic valve. The implant duration of the 27mm bioprosthetic mitral valve was nine (9) years and one (1) month. The reason for explant was noted as degeneration leading to a mild insufficiency and dyspnea with a mean gradient of 20mmhg. Per obtained echocardiogram report, one of the leaflets was observed as fibrotic and hypo-mobile, no vegetations were observed. The transapical approach was used with good results. The patient was noted as being hospitalized in stable condition.